Event description:
It was reported that a user sought assistance connecting a libre 3 plus sensor to the ilet system and experienced scan errors, resulting in use of fingerstick blood glucose run mode and a transfer to the sensor manufacturer for a replacement, consistent with an intermittent communication failure involving the electrical/magnetic components and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and partner organization. Investigation of this case revealed an interoperability problem between connected components with intermittent communication failure associated with the antenna and electrical/magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.